Manufacturer narrative:
The product was not returned. A photo was provided of the lens in the lens case base. There are marks observed in the center which may be damage. There was no similar complaint reported for the product lot/batch/serial under investigation. A non-conformance-based review did not reveal any potential contributing factors to the reported complaint. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a non-qualified cartridge. The company lens model is only qualified for use with the company cartridge. The root cause for the reported complaint is related to a failure to follow the(instructions for use) IFU. A non-qualified cartridge was indicated. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure, upon implanting the lens it was found to be defective. The lens was removed and replaced with new lens during the initial procedure. There was no patient harm reported.